Event description:
The customer returned the device stating, ¿the device had error message "check syringe plunger sensor" and alarm during power up.¿ during device evaluation the allegation was confirmed due to normal product characteristics of the ear clip causing plunger flipper interference. There was no patient involvement or harm. The unit is being returned for a potential repeat repair; it was recently serviced for a motor rate error.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had error message "check syringe plunger sensor" and alarm during power up." Was confirmed during review of device event log. The error was duplicated during power-up testing when the plunger lever flippers are not positioned fully in the ¿down position¿. Due to the design of the ear clip piece, there can be interference between the ear clip ends and the plunger flippers when the plunger handle is fully closed. Probable cause is due to normal product characteristics of the ear clip causing plunger flipper interference. The interference error is resolved by manually trimming the right face of the ear clip corners flush with the face, removing the interfering material. The error can also be resolved by the user positioning the plunger handle away from the ear clip before powering on the device. The current error is unrelated to the previous repair on 29-jan-2026 of ¿motor rate error¿.